Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized for high blood glucose levels. The customer did not provide any further information about the hospitalization nor did they provide their blood glucose value. The customer stated that they had 19 sets that would not stick to their body and is returning them for analysis. The customer did not return the insulin pump back for analysis.